Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins). It was noted that after having the ins, the device was not working for them. It was noted that the veterans administration (va) wanted to evaluate the device and sent the patient a letter to contact the manufacturer to have a representative present at the appointment. Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor. An appointment of (B)(6) was noted. It was later reported that the patient was seen in the clinic (B)(6) 2014. It was noted that the manufacturer representative was present and interrogated the device. It was noted that the battery had no ¿juice¿ in it. The patient noted that she used the device for a year after it was implanted and then just quit using it. It was noted that she did not elaborate on if there was a problem with the device, if she did not have pain or why she quit using it. The patient was being sent for x-rays to rule out any broken lead wires or problems with the device. Then, they planned to bring the patient back and do a battery replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3998, lot# v017182, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).